Event description:
During a coronary intervention, a leak was noted in the hub of a nc raptor ptca balloon catheter. No further clinical information was received.

Manufacturer narrative:
A non-sterile nc raptor ptca balloon catheter was received. The balloon had the pre-wrapped configuration. The hub had no damages; the strain relief was moved away from hub in order to look for damages. The outer body was found separated at the distal part of the hub. A syringe was attached to the returned balloon catheter and when it was pressurized, a leakage was observed at the outer body separation. During microscopic examination, the adhesive in the area of separation looked cracked. A review of the manufacturing records indicated that the product met quality requirements for product acceptance. This review was extended to the subassembly hub parts. The cause of the leakage reported by the customer was the separated outer body. The cause of the separated outer body could not be determined. Controls are in place during the manufacturing process in order to avoid damaged units from leaving the facility. It is not known if any clinical factors may have contributed to the event.